Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received via remote transmission showing possible hv circuit damage. Device was explanted and replaced. Patient is doing fine post-procedure.

Manufacturer narrative:
No conclusion code available. The reported output anomaly was confirmed in the laboratory. The device was returned in backup vvi due to a power on reset that occurred during hv therapy delivery. The device was tested on the bench and an output transistor was noted to be damaged by hv therapy delivery into a low impedance output. The cause of the low impedance output could not be determined.